Event description:
It was reported that fiber broke (completely separated near laser connector. Contact person heard a popping sound upon physician stepping on footswitch during a shoulder arthroscopy procedure. Contact person proceeded to inspect fiber and fiber fell apart into two pieces (separating at the laser connector). A second fiber assembly was connected and procedure was completed without further incident. No injuries to staff or pt reported. Reported device had been previously used and resterilized at least once prior to procedure.